Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, partial t-wave oversensing after biventricular pacing resulted in right ventricle oversensing. It was recommended to reprogram the device to increase the post-paced threshold. Device reprogramming is anticipated at the next follow-up. The patient is stable.